Event description:
It was reported that the anchor deployment tool came apart when deploying the anchor. It was noted that the steel piece that was inside where the anchor sits came out completely. The part was noted to be defective. The pump would be infusing morphine. It was later reported that this event occurred with a new pump implant. It was noted that another product was used and the implant was successful with no problems. It was noted that just the anchor deployment device fell apart. It was later reported that the metal rod piece came apart from the plastic assembly when the anchor was being used as normal. It was noted that the doctor did not like the placement of his first anchor so removed it and wanted another. A kit was opened to get a new anchor deployment tool with the anchor and the tool failed. A second kit was opened and the anchor from that kit was used successfully. The patient was reportedly receiving effective therapy and doing well. It was noted that the failed anchor was returned.

Event description:
Additional information received reported the health care provider (hcp) was unhappy with the placement of the original anchor because the anchor was not where he wanted it to be when he deployed it so he removed it. There was no malfunction with the first anchor or anchor deployment/placement; the hcp wanted the anchor on a different spot on the catheter.

Manufacturer narrative:
Concomitant product: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type pump. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the 8785 anchor found the hypotube handle to be separated from the hypotube on the anchor deployment tool.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.